Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) and a manufacturing representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) via an implantable pump for spinal pain. It was reported that the caller (rep) stated that they had received a call from a healthcare provider who was interrogating the patient's pump today (2026-05-01) and when they completed the interrogation, they got a red alert for data memory loss and all of the settings had been wiped out. The caller was not with the patient or equipment at the time of the call, so they could not provide the exact wording or code number of the message. The caller stated that the log showed that this event had occurred on 4/24/2024. The caller wanted to know if the patient was still receiving their infusion or if the pump had gone down to minimum rate. The agent reviewed that usually when the pump indicated reset, the patient was no longer getting medication and the pump was in minimum rate mode. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturing representative. The initial reporter was the physician. The physician called the manufacturing representative after the physician had cleared the initial alert box that was seen upon completion of interrogation. The physician could not recall the exact working of the alert and stated that it did not show up in the pump logs. After speaking with technical services, we were told that the alert likely meant the settings had been cleared and patient was receiving minimum rate. Because dosing was relatively low, the physician reprogrammed the pump with previous infusion settings and then updated the pump without issue. Unfortunately, the representative did not have access to the logs. If the representative was able to obtain them, the representative would contact technical services for further instruction.